Manufacturer narrative:
Follow-up root cause: failure analysis on the returned blower assembly shows that this blower assembly was tested and no failures were identified. The motor controller (mc) board was tested and no failures were identified.

Manufacturer narrative:
Patient information and event date were requested from the customer, but no response received.

Event description:
The customer reported that the ventilator will not turned on. Review of the error codes indicates a power supply failure. The customer reported that the unit was in use on patient, but there was no patient harm reported.